Event description:
It was reported that during a shoulder arthroscopy procedure, the pump unit functioned correctly for the first 30 minutes of the procedure. The pressure readings on the pump then became unstable and fluctuated between 0 and 180mmhg. The flow increased and a larger than normal amount of fluid was used during the procedure. The changes were quite rapid and the readings did not reflect what was happening on the monitor. The patient's shoulder was visibly distended due to extravasation.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The pump was received with the warranty seal unbroken. The pump was visually inspected for physical damage, and none was found. The pump was then visually inspected for burnt/damaged components on all (printed circuit board assembly) pcbas and none were found. Additionally, the pressure sensor and stepper motors were visually inspected for physical damage and none was found. Tests were performed to replicate the complaint failure mode of high pressure/extravasation and it was confirmed that the pump was able to recover and then maintain the set pressures. The critical error log was also reviewed and there were no errors related to the failure mode described in the complaint. Since the investigation concluded that the pump was functioning properly and that the alleged/reported failure mode was not confirmed, the probable root cause(s) for the swollen joint could be user error and/or; unintended manipulation of the joint. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the pump unit functioned correctly for the first 30 minutes of the procedure. The pressure readings on the pump then became unstable and fluctuated between 0 and 180mmhg. The flow increased and a larger than normal amount of fluid was used during the procedure. The changes were quite rapid and the readings did not reflect what was happening on the monitor. The patient's shoulder was visibly distended due to extravasation.